Event description:
The reporter stated that during a surgical procedure, the instrument tip broke. The instrument became stuck in the iliac crest. The doctor pulled the instrument straight to remove it and did so at tan odd angle causing the tip to break. The surgery was completed with no harm too the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation had been initiated based upon the reported info.